Manufacturer narrative:
Analysis of the lead found that the lead body conductor was broken and the anchor site was unknown. Five conductors were broken at a sharp bend in the lead 16.7 cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional as part of a clinical study. It was reported that the patient had complained of increased pain on (B)(6) 2017. Interrogation of the device on (B)(6) 2017 revealed the lead fracture. The etiology was related to the device or therapy, specifically to the lead, and not related to the implant procedure. The event was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 977a260, lot# 0208604996, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional via a manufacturer representative that reported the patient stopped receiving pain relief. The lead was checked and had three contacts out of range greater than 10,000 ohms. There was a broken lead. There were no environmental/external/patient factors that may have led or contributed to the issue. They tried to reprogram using other contacts but could not get the coverage. The lead was explanted and replaced. The issue was resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of a clinical study reported that the clinical diagnosis was increased back pain.